Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test, active current test and self test. Unexpected battery power loss not confirmed. No unexpected pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 54 and pump error 3 alarms due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off when customer was trying to give a bolus. Customer's blood glucose value was 190 mg/dl. The customer was able to troubleshoot. Customer stated that the insulin pump was only asking to rewind, assisted customer to rewind then checked alarm history and found out that customer got multiple insulin pump error alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. The insulin pump will be returned for analysis.